Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances. In addition, noise was observed which was oversensed and causing inappropriate mode switches. The patient was asymptomatic. At this time, the patient is being monitored remotely. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a revision procedure was now performed due to the high out of range pace impedances. The values were noted to be greater than 2500 ohms. There have been no patient symptoms reported. The ra lead was successfully surgically abandoned and replaced.